Event description:
A customer reported the handpiece failed to tune during surgery. The system was rebooted and the handpiece was replaced but this did not solve the issue. As a result, the pt was transferred to another facility where the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).